Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient was receiving e-4 occlusion error messages on the infusion device prior to the event. The patient alleges that it was possible the hyperglycemia was caused by the error messages. The patient's blood glucose level was "up to 900 mg/dl". The patient was treated with novolog insulin via injections. The patient was still currently in the hospital. No further information was provided. The infusion device serial number was not provided. The infusion device is not expected to be returned for product evaluation.